Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was reportedly feeling sick, feeling high. No patient symptoms were reported. The patient reported the cgm reading, and bg readings were massively different as tantamount to more than 75 points off. No bg or cgm values at the time of the event were provided. The patient was diagnosed with diabetic ketoacidosis and treated for 2 days in intensive care with IV and subcutaneous insulins, pain medication, potassium, magnesium, fluids, and antibiotics. There was no documentation of further medical intervention. At the time of the call, the patient continued to experience inaccuracies after hospital discharge and felt better. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 75 points off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.